Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter kept giving an unspecified error message. She could not recall what exact error kept appearing. The pt manages her diabetes with pills. She does not take insulin. The pt indicated that the alleged issue started a day prior at an unspecified time. The pt mentioned that because she was unable to test her blood glucose with the reported meter, she had to visit an emergency room twice and received insulin treatment both times. In one case in the next day, between 12:00-1:00pm, the pt claimed that she went to an emergency room (ER) to have her blood glucose tested. The pt stated that her blood glucose level was tested by the ER using an unidentified device, and a result of over " 400 mg/dl" was obtained. She claimed that she was treated with insulin (unk type). The pt denied that she developed symptoms during the time of concern. She also denied that her blood glucose level got over " 500 mg/dl." The alleged issue was resolved with troubleshooting. The meter, test strips, and control solutions were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she received insulin treatment from an emergency room two times after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.